Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing shortness of breath due to low heart rate. Device interrogation revealed the right-ventricular (rv) lead exhibited out-of-range high pacing impedance and loss of capture. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable after the procedure.